Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during set up, it was observed that the device was getting error code 1104 check vent: backup alarm failed message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the issue was not duplicated but noted error 1104 in the event log, unit has 2.30 software, and requested troubleshooting to correct the issue. The rse advised the customer to perform extended run in, cycling unit on/off to try and duplicate the complaint and replace the central processing unit (cpu) printed circuit board assembly (pcba) board to address the complaint. Part information for cpu pcba was provided. Per good faith effort response, after 4 days of evaluating and testing the v60 device, they could not duplicate the error code 1104 check vent: backup alarm failed message, which was only generated one time according to the log's event history log. The customer decided that if it happens again, they will proceed with the purchase of a new cpu pcba. The device was confirmed to be operating per specifications and the failure was not identified again. Functional testing for the device was performed and it resulted in non-anomaly. The investigation concludes that no further action is required at this time.